Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with pocket infection and pocket erosion. There was redness around the pocket. The leads were capped and the pulse generator was explanted. The patient was in stable condition prior, during, and post operation.